Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 394mg/dl, and her blood glucose was treated with and insulin drip. It was stated that the customer experienced headaches. The caller requested assistance with changing the infusion set and adjusting the settings. No further information was provided.